Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window and cracked battery tube threads. No moisture damage noted on electronic assembly or on motor.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated device was exposed to moisture. Customer's blood glucose level was 234 mg/dl at time of reporting. Nothing further reported.